Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a balloon angioplasty procedure, a shaft fracture and difficulty withdrawing the device occurred. The target lesion was located in the left anterior descending artery. The physician placed a whisper es guide wire then engaged the target vessel using a 6f non-bsc guide catheter. While advancing a 2.0x20mm maverick 2 balloon through the guide catheter, the physician encountered resistance. Upon feeling resistance advancing the balloon catheter, the physician unsuccessfully attempted to withdraw the balloon catheter and observed that the balloon catheter was broken. The distal portion of the maverick balloon remained inside the non-bsc guide catheter. The physician removed the maverick balloon, guide catheter and guide wire simultaneously. Then the physician completed the procedure by placing new guiding devices and by using a new maverick 2.5x20mm balloon without any reported difficulties. The patient's post procedure condition is stable.

Event description:
It was reported that during a balloon angioplasty procedure, a shaft fracture and difficulty withdrawing the device occurred. The target lesion was located in the left anterior descending artery. The physician placed a whisper es guide wire then engaged the target vessel using a 6f non-bsc guide catheter. While advancing a 2.0x20mm maverick 2 balloon through the guide catheter, the physician encountered resistance. Upon feeling resistance advancing the balloon catheter, the physician unsuccessfully attempted to withdraw the balloon catheter and observed that the balloon catheter was broken. The distal portion of the maverick balloon remained inside the non-bsc guide catheter. The physician removed the maverick balloon, guide catheter and guide wire simultaneously. Then the physician completed the procedure by placing new guiding devices and by using a new maverick 2.5x20mm balloon without any reported difficulties. The patient's post procedure condition is stable.

Manufacturer narrative:
Device evaluated by MFR: received for analysis was a section of the catheter. A break was noted in the hypotube at 80.5cm distal to the strain relief and the distal section of the break including the distal section of hypotube, midshaft and distal extrusion, balloon and tip were not returned for analysis. The returned section of hypotube was kinked at various locations along its length. The distal section of the balloon catheter did not appear to have been trapped inside the guide. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).